Manufacturer narrative:
This report is submitted on august 07, 2017.

Event description:
Per the clinic the patient experienced headaches, dizziness, pain, facial nerve stimulation and a performance decrement resulting in loss of clinical benefit. Reprogramming attempts were made; however the issue could not be resolved, resulting in the decision to explant the device on (B)(6) 2017.